Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's accuracy failure rate was (B)(4). There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review found no services in the past 12 months. The reported issue could not be confirmed through three accuracy tests as each test fell within the lower and upper spec limit. Test one: 21.2ml, test two: 20.6ml, test three: 21.6ml. The device functioned as intended however, visual inspection found a delaminated downstream occlusion (dso) seal. The dso and upstream occlusion (uso) seals were replaced. A uso/dso calibration was performed, and the device passed all tests thereafter.